Event description:
It was reported that the patient had positive blood cultures. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis revealed normal battery depletion. (B)(4): the partial lead in segments was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted, the distal conductor was cut, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing was torn, the inner tubing was cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4): the partial lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage. (B)(4): the partial lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned and no anomalies found.